Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400501626. No sample was provided for evaluation. Further investigation of the complaint is not possible. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: when the lever was pulled, it slipped and did not remain fixed. Therefore, pressure could not be applied when the balloon was expanded. Another lot of the product was used, and the surgery was completed without any difficulty.